Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer had taken the cap off and you should be able to be standing or whatever and have the bag drain. Something was blocked and it was not draining. They could not get anything to pour out of the drain bag. It was very tight. They could look down it and see into the bag and see the urine. They tried to put an object down in there and it felt like it was blocked. They did not want to pierce it and then they would not be able to continue to use the bag. The patient just got home from the hospital last night. This was the only bag they gave us. They had no other bags.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "material becomes tacky due to heat or materials blooming to the surface or age of material ¿ inappropriate material choice". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bard dispoz-a-bag disposable urinary leg bag a vinyl leg bag to be used with male external catheters, foley catheters or most other types of urinary catheters. Caution: this product contains natural rubber latex which may cause allergic reactions. Directions for use: 1. Separate notches within circles. Put straps* through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz-a- leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap. Bard' dispoz-a-bage accessories: ¿ leg bag holder ¿ extension tubing ¿ 1-3/4"/1.905cm wide leg bag strap this is a single use device. Do not resterilize any portion of this device, reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure. And/or lead to injury. Illness or death of the patient.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a customer had taken the cap off, and you should be able to be standing or whatever and have the bag drained. Something was blocked and it was not draining. They could not get anything to pour out of the drain bag. It was very tight. They could look down at it and look into the bag and see the urine. They tried to put an object down in there, and it felt like it was blocked. They did not want to pierce it, and then they would not be able to continue to use the bag. The patient just got home from the hospital last night. This was the only bag they gave us. They had no other bags.